Event description:
The patient's father contacted animas alleging the pump has been intermittently powering off for the past month. The patient's father denied that the patient had any blood glucose excursion due to the alleged issue. At the time of troubleshooting, the patient's father denied any visible damage to the pump casing. The reporter confirmed the battery cap was in place and the yellow o-ring was not visible. The patient's father also denied seeing any water or corrosion within the battery compartment. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the alleged intermittent power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box history showed that rebooting had occurred. No physical damage was observed to the battery compartment; the battery cap was observed to be stripped and would not secure to the pump causing the pump to lose power. A test cap was inserted and the pump booted to the verify screen. The pump was exercised for 24 hours without interruptions. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.